Event description:
Boston scientific received information that this pacemaker displayed a fault code error after the patient received ablation. Boston scientific technical services (ts) advised to check the device functionality parameters and measurements however no further measurements were possible. The representative confirmed that the device was replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory; visual inspection noted no device anomalies; all seal plugs were intact. Analysis results verified that the device had gone through 4 resets at or post explant and that the device could not be tested in current status due to memory corruption. The device was put through and passes the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device memory corruption and resets were induced as a result of being exposed to the rf ablation that the patient received. Analysis results confirmed that the device have fault codes for resets that were the result of memory corruption that was induced due to rf ablation exposure.